Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records were received and reviewed. Medical records provided only included culture results for the peritonitis. The patient¿s nurse confirmed technique failure during follow-up. There was no reference in the medical records for the cause of the infection. The patient's peritoneal dialysis registered nurse reported that the peritonitis event likely attributable to the patient's use of the bath towel. The peritonitis was not related to fresenius peritoneal dialysis products.

Event description:
Review of the patient's medical records determined that the patient was diagnosed with gram positive cocci peritonitis. The patient continued with pd therapy. Additional information received from the patient's peritoneal dialysis registered nurse confirmed the patient had failures of aseptic technique and was retrained. The patient did not wear a mask during set-up of the cycler; after the patient washed his hands he would use a hanging bath towel instead of a clean towel; and the patient did not sterilize his hands before treatment.